Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred after completing the load sequence with a filled cartridge. It was verified in the pump history that an empty cartridge alarm was received. The customer reverted to using manual injections for insulin therapy. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, a new cartridge was successfully loaded, and customer resumed insulin therapy.